Manufacturer narrative:
The reported field event of high impedance was confirmed. During testing, the high voltage lead impedances were found to be high due to a missing rv spring in the header. The missing spring was caused by a manufacturing anomaly.

Event description:
During a device upgrade procedure, the new device was connected to the already implanted right ventricular (rv) lead and high defibrillation impedance was noted. Another device was tested and exhibited normal defibrillation impedance. A replacement device was implanted to resolve the event. The patient was in stable condition.